Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that pacing impedance on the non-boston scientific right atrial (ra) lead connected to this pacemaker was found to be greater than 2000 ohms. The pacemaker switched to unipolar sensing and there was noise noted on the ra channel, which was oversensed. The patient was brought in for further evaluation. During evaluation, impedances were found to be stable and the noise was not able to be reproduced. It was suspected that there was a spring contact issue between the non-boston scientific leads and the pacemaker. The device was reprogrammed to unipolar pacing and bipolar sensing, and lead safety switching was turned off. The pacemaker and non-boston scientific leads remain in service. No adverse patient effects were reported.